Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was turned on and it alarmed error code 1260 indicating a data storage issue. Per reporter, the event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found damaged housing, worn dso (downstream occlusion), worn uso (upstream occlusion) seal and worn battery door. During the functional testing, the customer reported problem was able to be confirmed. The cause of the issue was found to be the main board. The main board was replaced to correct the issue. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.